Event description:
New information received indicated that the device was explanted and replaced. It was also noted that the patient was pacing 95% and so, the device was programmed to high output, consequently, the device battery reached normal eri. The patient's condition was stable prior to, during, and immediately following the change out.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06614. It was reported that patient presented in clinic with shortness of breath, dizziness, and chest pains. Upon review, the patient's right atrial(ra) lead exhibited high capture threshold which may have contributed to accelerated drop in estimated battery life on the patient's pulse generator. No intervention was performed.